Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31778. It was reported that the patient experienced ineffective stimulation caused by autoreducing. Diagnostics revealed multiple contacts had high impedances. Imaging was taken which showed both leads had migrated down. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced with a single lead. Post-operatively, stimulation therapy was restored.